Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. During a onsite visit, the field service engineer (fse) was unable to determine issue as the problem was rectified when fse arrived. The customer performed a manual patient release and rebooted the system. No issues were found afterwards and the customer was able to proceed. The root cause could not be determined conclusively. After manual patient release and reboot, the device worked as intended. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An orthoptist reported gantry was frozen so the patient was manually released and system was rebooted. No issues occurred after the restart of the system.